Manufacturer narrative:
Batch review performed on 01 september 2015: lot 141478: (B)(4) items manufactured and released on 10 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On 2nd september 2015 the r&d project manager checked the pictures of the explanted stem with the following comments: observing the explanted femoral stem, on one side presence of ha coating can be noticed mainly in the proximal part of the prosthesis and around the tip. While, the ha coating is not present in the central part of the stem. Few bone can be seen. On the other side, a small strip of ha coating can be seen along the stem. A small amount of bone can be seen attached to the coating. No conclusion can be determined by the visual inspection. The root cause of the complaint cannot be determined. On 2nd september we got the confirmation that no x-ray is available.

Event description:
Revision due to amistem-h loosening 10 months after primary, the cup was well fixed but removed as well.

Manufacturer narrative:
On (B)(6) 2015, it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.